Manufacturer narrative:
An event regarding crack/fracture involving a cutting edge handle was reported. The event was confirmed. Method & results: device evaluation and results: the supplier indicated, "the complaint sample was returned incomplete to integer for evaluation..." [...] "The power adaptor coupling had broken off the straight reamer handle, however the piece that broke off was not returned. The teflon sleeve was also not returned. There was wear and material deformation observed on what remained of the power adaptor coupling." [...] "There was wear observed throughout the remainder of the complaint sample in the form of scratches, nicks and gouges; the returned complaint sample was etched per applicable drawings." Medical records received and evaluation: not performed since no medical records were provided. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation confirmed the reported event based on the supplier's analysis which indicated the reported event is confirmed however, the root cause is unknown. .

Event description:
As reaming for the acetabular cup, the acetabular reamer shaft broke at the junction where it connects to the power hand piece. While putting in a screw into the acetabular cup the tip of the swivel tip screwdriver broke.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
As reaming for the acetabular cup, the acetabular reamer shaft broke at the junction where it connects to the power hand piece. While putting in a screw into the acetabular cup the tip of the swivel tip screwdriver broke.